Event description:
The patient reported that their therapy wasn't helping. The device had been implanted for almost 5 years and it wasn't working as well as it should. It was noted that they had never had any adjustments to their device and 6 months prior to the report it stopped working and was not helping as much. It was noted that the device was hard and recharging was uncomfortable. The patient had lost weight in their buttocks and the device was big and dug into their skin. The device was not keeping its charge and the patient wanted it replaced. The patient did not know who their manufacturer representative was. The patient was implanted for failed back surgery syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.